Event description:
Customer reported his blood vessels in his eyes burst. Customer's doctor stated it occurred because he didn't get trained. Customer stated he received his device about four or five years ago and he was never trained. Customer stated he was administering 10 units no matter what and then he was informed to only put in 5 units. Customer stated he lost his eyesight due not receive his training five years. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.